Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error, vibrating or red light blinking during testing. The pump rewind properly during testing. The thump and carelink software was utilized and downloaded trace/history files properly. In further analysis found no pump error in the pump history; however found multiple no delivery alarm/insulin flow blocked alarm were found on 08/24/2025 from 21:48:03.000 until 22:09:39.000 during fill cannula deliveries. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.7 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked up and down keypad overlay, pillowing keypad overlay and scratched case. The pump passed all the required testing. Customer alleged not confirmed for pump error, pump doesn't rewind, vibrating and red light blinking. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an unknown pump error alarm, the pump was vibrating and red light is blinking. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer was able to clear the alarm and unable to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.